Event description:
Boston scientific received information that the pacemaker with the right ventricular (rv) lead exhibited noise being oversensed, pacing inhibition with asystole of less than 2 seconds, high pacing thresholds and low out-of-range (oor) pacing lead impedance of less than 200 ohms. The patient was seen for a surgical procedure. Venous access was not achievable and therefore the pocket was not opened to evaluate the system. The system was abandoned. A new system was implanted on the right side. There were no adverse patient effects reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.